Event description:
It was reported that when using the es vm large server w/sql users unable to log into pyxis es server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users had been unable to log into the pyxis es server. A technical support specialist (tss) attempted to open services but encountered an error indicating that windows was unable to open the service control manager database. The tss then tried logging into the pyxis enterprise server but was unable to authenticate. After reviewing the system, an error related to token access was identified. The internet information services configuration was checked, and certificates were found to be missing, so they were reconfigured with the correct certificate. Another login attempt was made but still failed. On the database server, the login attempt failed due to a locked account, so assistance was requested from the information technology team. After retrieving the correct credentials from aria, the login was successful, and database services were verified with no issues. On the application server, services continued to fail, so the internet protocol address was checked and corrected. Finally, the internet information services were restarted and refreshed.